Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing several hazard alarms while on battery support. The hospitals review of the patient's historical log file data confirmed the pump stoppage events. Although an evaluation of the patient's percutaneous lead by the manufacturer's technical services team member did not reveal any compromised areas, a modified power module patient cable was provided for the patient's use pending a decision by the hospital on the next step for the patient's course of treatment.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.